Manufacturer narrative:
This product remains in service and no other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that nine days post implant of this system, a revision procedure was performed due to one of the leads not being properly interfaced to the device. No further details were provided regarding this issue. No adverse patient effects were reported.